Event description:
Device #1 issue: failure to deploy needle plunger. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of right common femoral artery after an unspecified procedure. Reportedly, during depressing the needle plunger resistance was felt and would not push forward all the way to engage the collar resulting in the needles not deploying to capture the suture. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-03, lot #88039-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.